Manufacturer narrative:
The reported event of high capture threshold and low sensing threshold were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of difficulty to remove the stylet was confirmed. The cause of the difficulty to remove the stylet was due to inner coil was clogged with tissue and procedural damage to the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. Upon review, the right ventricle lead exhibited high capture thresholds and low sensing threshold. The right ventricle lead was attempted to reposition during the procedure on (B)(6) 2020. The physician was unable to remove the stylet from the right ventricle lead after repositioning the lead. The right ventricle lead was explanted and replaced during the procedure on (B)(6) 2020. Patient was stable.

Manufacturer narrative:
Correction: previous supplemental to correct g3 - date received by manufacturer was to correct supplemental follow-up number 1.

Manufacturer narrative:
Correction: previous g3 - date received by manufacturer, should have been reported as dec 17, 2020.